Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event. Event occurred after three hours of insertion. Insertion site was at upper buttocks. Highest blood glucose levels were reported to be over 600mg/dl during the event. Patient took correction injection via multi-daily injection. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.